Event description:
It was reported to bsc on 12/06/2006 that a "peg had migrated into the peritoneum" on a male patient, age unknown. The nurse manager states that the peg was inserted in 2006 and by 2 days later there was residual feeding noted. A cat scan was performed and the migration was detected. The nurse manager also reports that open surgery was performed 2 days later, to remove the device and that the patient was currently in the intensive care unit. No further information has been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.